Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the tubes get too full and are not analyzed by the automate.

Manufacturer narrative:
Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were overfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the tubes get too full and are not analyzed by the automate.